Event description:
It was reported, that the patient has a post operative dislocation.

Manufacturer narrative:
The reported event has been confirmed, based on the post-operative imaging provided by the surgeon. And it clearly shows, dislocation of the tmj device. Attempts to reduce this dislocation in the office were unsuccessful, prompting the surgeon to sedate the patient and reposition the mandible onto the fossa component. Followed by wiring for stabilization. Subsequently, a postoperative CT scan was scheduled to assess the need for further revision surgeries. The stryker engineering department identified several issues with the surgical procedure. First, a gap on the left side suggested, improper implant placement attributed, to incorrect hole drilling, due to a slightly rotated cutting guide on the mandible. Although, the screw holes aligned with the implant, they were not in the right location, causing inadequate seating of the mandibular component. This led to gaps and misalignment. Resulting, in a lateral condyle positioning and anterior rotation of the implant. Secondly, it was observed, that the patient's occlusion was not stable. Likely, contributing to the dislocation. The significant advancement made, during the procedure might have caused tightness in the patient's soft tissues, potentially exacerbating the dislocation. Overall, multiple factors, including misplacement of the cutting guide and consequently mispositioning of the mandibular component, contributed to the event. The surgeon initially planned a revision surgery. And conducted a vsp designing plan on (B)(6) 2024. However, the surgeon canceled the second session, because the patient presented again on (B)(6) 2024, due to dislocation. And the surgeon repositioned the left implant, eliminating the need for a revision surgery. The device history records (DHR), including the manufacturing documents and inspection specifications, were reviewed. All devices met specifications. Overall, based on the imaging and assessment by the engineering department, the main contributing factors for this event were the misplacement of the cutting guide and the mispositioning of the mandibular component. Based on the investigation, there is no indication of an incorrectly working product or any design, material or manufacturing-related issue related to the tmj devices.

Event description:
It was reported that the patient has a post operative dislocation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.